Manufacturer narrative:
Additional information: there was a reported delay to the procedure of about ten minutes due to this issue. A medtronic representative reported the procedure was completed with a c-arm. Correction: initial reporter updated to proper values.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins on the cable. It was noted that the cable passed visual inspection and continuity testing.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure when performing a 2d image acquisition the imaging system displayed a image frame rate error. System was rebooted and the umbilical cable and network cable was reseated but the issue was not resolved. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.